Event description:
It was reported the pt's scs system was explanted with the exception of one of the pt's scs leads due to the pt not receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.